Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump and it stopped delivering insulin. Customer changed the battery this morning and the pump was doing a countdown. Customer's blood glucose level was 253 mg/dl last night. Customer's blood glucose level was 367 mg/dl this morning. Customer stated that the pump has been working and does not understand what happened last night. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.